Event description:
It was reported that during a laparoscopic low anterior resection procedure, as the stapler fired, it made a strange noise during the firing in the rectum. The firing was made and it stapled both sides and transected the tissue, but after a few seconds the staplers opened. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time. Serial number = na.